Event description:
Rotoblator 1.5 burr shaft broke off in distal rca. 1.5 burr and tip left in pt and pt taken to surgery for bypass. Pt stable when transferred to surgery. Product rep on premises and requested md change to a smaller blade. Md ran blade 14 times for a total of 7.85 mins.